Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 on the homechoice (hc) machine during initial drain. The home patient (hp) states she started the initial drain while not connected in error then connected herself and received the alarm. The technical service representative (tsr) had the hp ascetically disconnect and discard supplies and notify the nurse of the alarm. (B)(4) contacted the nurse on (B)(6) 2011. According to the nurse the patient has resumed therapy successfully and is doing just fine. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not being connected when therapy was initiated. Labeling review finds the labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.